Event description:
A report was received that the patient developed an infection at the lead and ipg incision site. Symptoms include redness and fever. The patient was prescribed antibiotics. It was believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.